Event description:
During a check-out procedure at the manufacturer's service center, a ventilator was alarming for a "ventilator inoperative" alarm condition. The device was not in patient use. The device's system board and blower assembly were replaced to address the issue.